Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31247895l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced bradycardia, st elevation and respiratory failure that required coronary angiography, intubation and prolonged hospitalization. After ablation procedure was completed, the patient condition suddenly changed after hemostasis was finished. The ablation procedure itself was completed without any problem, but the patient condition suddenly changed after hemostasis. The ablation procedure was completed without any problems and hemostasis was performed. While the patient was preparing to leave the room on the catheterization table, heart rate decreased to 30, mandibular breathing was observed, and blood pressure dropped to the 60s. 12-lead electrocardiogram (ECG) showed st-segment elevation in v1 to v2. Body surface echocardiography was performed to check for pericardial effusion, but none was found. After adrenaline was administered, the blood pressure and heart rate increased. Then, st elevation after v4 was observed on ECG. Consciousness level decreased. Ambu bag was used for ventilation due to spontaneous respiration arrest. The patient was intubated and placed on a respirator. An emergency catheterization was prepared and coronary angiography was performed, but no infarction was found (no abnormality) the patient's level of consciousness gradually increased, and CT scan of brain showed no problem. The patient was admitted to critical care unit (ccu). The hospitalization was continued and extended. There was a suspicion of spasm. The physician's comment on the relationship between the event and the product was the patient was stable during the ablation. Spasm might have occurred. The cause is unknown. The patient has history of heart failure, pulmonary vein isolation for paroxysmal atrial fibrillation in 2022. Additional information was received indicating the patient has improved. The patient remained hospitalized but is on the way to recovery.